Manufacturer narrative:
No injury reported. Device returned. Complaint condition confirmed, balloon material had separated from device.

Event description:
"Upon inflation w/fluid, the uterine balloons was discovered to be leaking. It was removed and a bakri device was placed. The pt. Did not have any untoward effects & was stabilized.